Manufacturer narrative:
Same issue as previously reported adverse event FDA report number 3004209178-2017-11990. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) for atrial fibrillation (af) with rapid ventricular response (rvr) that was detected as ventricular fibrillation (vf). The ICD remains in use. No further patient complications have been reported as a result of this event.